Event description:
Patient underwent enucleation procedure (date known) followed by implantation of hydroxyapatite orbital prosthesis implant along with ocu-gard ortibal implant wrap. At approximately 8 months post-implant, patient presented with exposure, requiring multiple repairs.